Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to tensile forces, presumably during the surgery. Further analysis of the lead revealed cuttings in the insulation which occurred most likely during the explantation procedure. In summary, the lead¿s distal part was found bent, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular lead dislodged a day after implant procedure. The physician performed a surgical intervention and this rv lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported.